Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump had a load step malfunction and that the cartridge could not be recognized. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: a review of the pump¿s history showed multiple call service alarms. During testing, an attempt was made to rewind the pump. The piston stopped, and an alarm was emitted indicating that the motor timed out during the rewind. The pump case was opened, and an internal motor failure was observed. Unrelated to the complaint, evaluation revealed a cracked battery compartment.